Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra2 meter was displaying a battery indicator icon. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The reporter alleged that the product issue began at approximately 7:30 pm on (B) (6) 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with insulin injections (self adjuster). The reporter confirmed that the patient continued with her usual dose of medication despite the alleged issue. About thirty minutes after the alleged issue began, the reporter claimed that the patient became "sweaty." It is not known if the patient attempted to test her blood sugar on any meter at the onset of the symptom. The reporter stated that the patient did not receive medical treatment since the alleged issue began. During the troubleshooting session, the cca documented that the reporter did not state any misuse on the alleged meter. Based on the information provided, the cca concluded that the subject meter requires a new battery replacement per the owner's booklet recommendation. The reporter did not have a new battery at the time of the call. Per protocol, replacement meter and supplies were sent to the patient. This complaint is being reported because the reporter claims that the patient was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began. However, there is no indication that the alleged meter functioned improperly since it required a new battery.

Manufacturer narrative:
(Date of birth): information not provided; (weight): information not provided; (lot #): information not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.